Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2018, 2 to 3 years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to charge, to turn on and would not hold a charge. No device malfunction was suspected. All device components were explanted and will not be returned.